Event description:
It was reported to medtronic minimed that the customer experienced falsified values from the sensor. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, headache, diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), and hospitalized for overnight. The event involved product(s) mmt-7040d1. Troubleshooting was performed for high blood glucose event and found that the customer has been using the insulin pump system within 48 hours of reported event, the pump is leading to the hospitalization. Troubleshooting was not performed for the discrepancy between the sensor and blood glucose value, the sensor and the blood glucose value at the time of event is found to be 400 mg/dl and 593 mg/dl, which their discrepancy is not within the target range. No further patient complications were reported. No product return required for mmt-7040d1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.